Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the center port. This event was identified during compounding and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/additional information: ¿ the user facility submitted medwatch mw(B)(4) for this event. Additional information was added to the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.